Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient complained of difficulty connecting to her scs ipg and the patient controller (pc) and was concerned her therapy was compromised. In addition, the patient alleged the pc displayed the "replace generator soon" message. Subsequently, the patient's scs ipg was replaced with a new one. Stimulation therapy was confirmed postoperatively.